Manufacturer narrative:
To date, the revision procedure has not been performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed a rise in impedances greater than 3000 ohms. The daily measurements were confirmed and it revealed that the impedance had been over 3000 ohms since (B)(6) 2012. A lead fracture was suspected. At this time the lead remains in service and a revision maybe performed in the future to replace the lead. No adverse patient effects were reported.